Event description:
It was reported that while navigating through the superior artery, the tip of the guidewire separated. The separated portion was successfully retrieved with a microsnare. No patient injury reported.

Manufacturer narrative:
The guidewire was returned with the core wire in two broken segments. Analysis of the break point showed the failure of the corewire occurred due to torsional overload.